Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the right atrial (ra) lead exhibited poor sensing and high capture thresholds. No capture was also noted. The lead remains in use. No patient complications have been reported as a result of this event.